Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the fiber broke during lasing. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces, the fiber body was broken. The glass tip was slightly degraded and burn marks on fiber jacket were noted. During functional testing of the subminiature version a (sma) connector was in good condition. During functional testing was performed "treatments used 1. Treatments left 0" was displayed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the fiber broke during lasing. The procedure was completed with another device. There were no patient complications.